Event description:
It was reported that the patient presented with spinal canal stenosis at l3, l4 and l5 and degenerative spondylolisthesis at l4-5 and l5-s1. The patient underwent spinal surgery consisting of decompressive laminectomy from l3- l5 and posterior fusion at l4-5 and l5-s1 using tsrh instrumentation, rhbmp-2/acs, mastergraft and local bone graft. The bmp was placed over the transverse processes. A mild cerebrospinal fluid (csf) leak occurred at the surgical site intraoperatively. Forty-two months post-op, the patient underwent revision surgery for lumbar stenosis at l2-3 and recurrent stenosis at l3-4; both assessed as "not related". The surgery consisted of revision microdecompression at l2-3 / l3-4 and repair of dura leak. The patient's last follow up exam was performed at 42 months.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA (B)(4) was first notified of these events on the 24th of july 2013."